Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white wire (drvn gnd) in the trunk cable. There was evidence of physical abuse to the belt. The root cause for the open pulse wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) to zoll indicating that the patient using the belt was receiving adjust belt/check belt messages.